Event description:
A falsely depressed troponin I result of 0.00 ng/ml was obtained. The result was reported to the physician. The sample was retested again and a result of 34.79 ng/ml was obtained. Patient treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of falsely depressed troponin I result. Instrument data indicates that the cause for the falsely depressed troponin I result was user error.

Manufacturer narrative:
No further evaluation of the device is required. Instrument data indicates that the cause for the falsely depressed troponin I result was user error. The instrument is operating within specifications.